Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) verified the unit had a clog in the main pump elbow leading to the valve. This prevented the unit from priming the main pump, pump would not prime and went into standby mode. The fsr replaced the worn out elbow, tested the unit for leaks and no failures were found. The unit operated to manufacturer specifications and was returned to clinical use. The suspect elbow that was replaced was destroyed in the removal process and was discarded on site and will not be returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler unit constantly went into "stand-by" mode. As a result, an alternate device was employed. There was no delay, no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.